Manufacturer narrative:
Initial was originally filed under manufacturer report # 8020893-2017-00654. Device evaluation summary: the service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) compressor cable to resolved the issue. The se performed extended self-testing on the device and all tests passed. One compressor power backplane cable assembly was returned and evaluated. The visual inspection found that the cable appeared to be dislodged from the connector that connects to the ventilator backplane printed circuit board (pcb). Upon opening the connector of the cable, it was found that several signal wires were ripped from the cable connector. Failure investigation technician reported ¿damage was caused by the cable not being disconnected from the ventilator backplane correctly". The reported condition was confirmed. The root cause of the observed condition was determined to be customer abuse / mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing, the 980 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
One compressor power backplane cable assembly was returned and evaluated. The visual inspection found that the cable appeared to be dislodged from the connector that connects to the ventilator backplane printed circuit board (pcb). Upon opening the connector of the cable, it was found that several signal wires were ripped from the cable connector. Failure investigation technician reported that the root cause of the observed condition was determined to be customer abuse / mishandling. Reference manufacturer report #8020893-2017-00654. If information is provided in the future, a supplemental report will be issued.